Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) procedure a saber pta balloon catheter (bc) ruptured at 10 atmospheres (atm). It was changed to a 5x4 slalom thrill balloon to successfully finish the procedure. There was no reported patient injury. The target lesion was the right radial vein. The lesion was heavily calcified and not tortuous. The rate of stenosis was 90%. An approach site was right radial vein. A sheath was inserted and a guidewire was crossed the lesion. The saber was delivered to the lesion and inflated. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An indeflator of unknown brand was used. It is not known if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. It is not known if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is unknown if it was easily removed from the vessel or from the other devices. However, it was removed intact from the patient. The product was returned for analysis. A non-sterile unit of saber 4mm x 4cm 90cm bc was returned. Per visual analysis the balloon had been inflated and deflated. No damages were noted on the unit. Per functional analysis the balloon was inflated and deflated without difficulty. A device history record (DHR) review of lot 17229050 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Guidewire (018inch kyosha, boston scientific (B)(4)). (B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) procedure a saber pta balloon catheter ruptured at 10 atmospheres (atm). It was changed to a 5x4 slalom thrill balloon to successfully finish the procedure. There was no reported patient injury. The product will be returned for analysis. The target lesion was the right radial vein. The lesion was heavily calcified and not tortuous. The rate of stenosis was 90%. An approach site was right radial vein. A sheath (4fr brite tip) was inserted and a guidewire (018 inch kyosha, boston scientific (B)(4)) was crossed the lesion. The saber was delivered to the lesion and inflated. Additional information was received that the procedure was for the right radial vein. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An indeflator of unknown brand was used. It is not known if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. It is not known if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is unknown if it was easily removed from the vessel or from the other devices. However, it was removed intact from the patient.